Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced insulin flow blocked alarm (ifb) on (B)(6) 2024. The customer confirmed that the insulin did not exit during 5u fill cannula or pump alarmed. No further information was available.